Manufacturer narrative:
Event date: event date was not reported, the first date of the month of the aware date was used.

Event description:
It was reported that balloon ruptures occurred. Two 16-4/5.8/75 xxl esophageal balloon catheters were used in a procedure and they both ruptured at 5 atmospheres. No patient complications were reported.